Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse) was confirmed. Upon investigation the monitor failed a pulse test and delivered a 0 joule pulse. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbts) q13 on the defibrillator pca. The root cause for the shorted q13 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a pulse below the lower limit.